Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms, loss of capture, elevated thresholds, oversensing and pacing inhibition which resulted in greater than two seconds of asystole. A fracture of this lead was suspected and a revision procedure was performed. The lead was removed from service in addition to the device. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when evaluation of the product is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fracture on the anode conductor coil right at the distal end of the terminal assembly. This type of damage is consistent with repeated stress over time. The reported impedance, capture, threshold, oversensing and pacing inhibition are likely the result of the lead damage observed by the laboratory.

Event description:
--